Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a stent labeling issue occurred. A 12 mm x 4.00 mm promus premier select coronary stent system was selected for use to treat a target lesion. During preparation, it was noted the stent measured with the size of 16 mm x 4.00 mm. A replacement 12 mm x 4.00 mm promus premier select coronary stent system was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. The device was returned to the cis for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. No issues were noted with the device. The stent measurement post decontamination was 12mm in length. No device issues were identified.

Event description:
It was reported that a stent labeling issue occurred. A 12 mm x 4.00 mm promus premier select coronary stent system was selected for use to treat a target lesion. During preparation, it was noted the stent measured with the size of 16 mm x 4.00 mm. A replacement 12 mm x 4.00 mm promus premier select coronary stent system was used to complete the procedure. No patient complications were reported.